Event description:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating during daily check, it was discovered the device when powered on, will not boot past the power up screen. There was no impact to the patient, and a loaner device was provided.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating during daily check, it was discovered the device when powered on, will not boot past the power up screen. There was no impact to the patient and a loaner device was provided.